Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) liquid crystal display (lcd) panel, and gui printed circuit board (pcb) to resolve the reported issue.

Event description:
A report was received stating that a ventilator experienced a blank display. There was no patient involvement. There was no report of death or serious injury associated with this event.